Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a computer as well as a wall adapter using the tandem-provided usb cable. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 140 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate usb cable to charge the pump. The customer continued to use the pump for insulin therapy.